Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The battery pack had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. No adverse events resulted from the damaged battery pack. The psr received a replacement battery pack.

Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to report that she was setting up a system for a patient fitting and noticed that one of the battery packs would not fit into the monitor. The psr noticed that there were damaged contacts on the battery pack. The psr didn't see any damage on the monitor battery connector. Support sent the psr a replacement battery pack.